Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that incident reported by facility tech. States nurses were transferring resident out of bed when lift failed suddenly, dropping resident back into bed. Resident was startled but unharmed. Nursed described incided as the actuator suddenly failing, but (B)(6) has been testing lift and all functions appear to be functioning normally, he has even loaded lift up with over 200lbs of weight (greater than weight of resident) and lift was able to operate normally at that load, and even hold that weight in a sling without issue for over an hour. Tech believes actual issue was sling not being correctly anchored to cradle and slipping off hook as a result. Joerns has requested more information regarding the sling and has not received anymore information. Complaint #(B)(4) has been entered into our system.